Event description:
It was reported that prior to starting a da vinci s surgical procedure, the surgical staff reported seeing a wire sticking out at the tip of the mega suturecut needle driver instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical contacted the initial reporter of this complaint on (B)(4) 2013, to obtain additional information concerning the reported event. The reporter confirmed that no fragments fell into a patient and no patients were harmed/injured because of the alleged issue. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.